Manufacturer narrative:
Date sent: 11/04/2008. Evaluation summary - the msm20 instrument was returned in good physical condition. The instrument was cycled, fed, and formed the clips properly. It was concluded that the instrument was conforming to manufacturing specifications. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a coronary artery bypass graft procedure, the device fired malformed clips. Another device was used to complete the procedure. There was no adverse consequence to the pt.